Event description:
This cryotherapy unit is used to freeze vaginal warts. During a treatment by a physician, an o-ring failed. As a result of the o-ring failure, liquid nitrogen was sprayed over a wide area of the vagina and onto the pt's lt arm. The resulting burns were classified as "superficial and minor" by the clinic personnel. No blisters were observed and no treatment prescribed. The arm was reportedly slightly red. The pt was released from the clinic, but later that day went to the ed. The rptr is unsure if any treatment was performed or prescribed at the ed. The o-ring has been replaced and the unit is back in svc.